Event description:
Pt reported having been diagnosed with cancer, (other) and specified "follicular cancer". Received info from the pt on (B)(6) 2013 that she was diagnosed with follicular lymphoma, and the file was updated to note this info. However, there still has not been confirmation of the event from a diagnosis physician. This record is for the left side. See 2024601-2013-00689 for the right.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study in the labeling for silicone implants.

Event description:
Diagnosis of follicular lymphoma was confirmed by diagnosing physician this medwatch is for the left side see MFR report # 2024601-2013-00745 for the right side.